Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings:.underside of battery cap. A review of the black box showed no evidence of a short battery life, but did show multiple power on reset events following a call service 128 replace battery alarm on the date of the complaint. The pump powered up with the returned battery cap to an auditory and vibratory alarm with a blank display. The battery cap fully tightened. The battery compartment was cracked in the thread area, and below the grip pad. Evidence of moisture contamination was found inside the battery compartment, and on the underside of the battery cap. A leak was found in the pump case. The pump case was removed to find moisture throughout the inside of the pump. The blank display was due to internal moisture contamination. The battery life complaint was unable to be adequately investigated due to the inability to verify the current draw values.